Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, customer informed technical support engineer (tse) of movement issue on the universal surgical manipulator (usm) arms. The instruments allegedly did not work. Customer was able to resolve the issue. However, the solution detail was not provided. Tse reviewed the error logs and found "instrument stalled on the move to the start position" occurred on usm 2. Tse also found that the endoscope had engagement failure first, and then the instrument did not work. The procedure was continued using all usm arms. Isi followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. The usms moved 45 degrees off the intended direction. The surgeon removed his head from the high-resolution stereo viewer (hrsv) and then headed in to check the image, and the issue resolved. The issue was temporary. The issue did not result any patient injury. There was no shakiness or friction.

Manufacturer narrative:
The reported event was addressed with phone support. Tse reviewed the error logs and found "instrument stalled on the move to the start position" occurred on usm 2. Tse also found that the endoscope had engagement failure first, and then the instrument did not work. It was recommended to check the scope engagement. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.